Event description:
It was reported the patient's ipg turned on and off by itself. Diagnostic testing revealed low impedance readings. However, the patient had normal stimulation. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg was removed and replaced with a new once, which resolved the reported issue.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.